Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation surgery, the haptic broke into the injector. According to the new information received stated that there was no patient contact. The surgery was completed on the same day.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.